Event description:
It was reported that the patient had complete heart block, but the implantable cardiac monitor (icm) did not detect any bradycardia or pause episodes. It was noted that the device made consistent "handshakes" with the remote monitor. The device was explanted and replaced with a pacemaker. No further patient complications have been reported as a result of this event.